Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information provided, the cause of the heart block remains unknown.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a ventricular tachycardia ablation procedure, the patient developed heart block while mapping with the hd grid in the left ventricle. The case was completed and after ablating, a temporary pacing lead was placed in the patient.